Event description:
It was reported that the device was explanted due to circuit damage, suspected caused by a damage lead. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Bench testing and automated testing equipment noted hv circuit damage. The cause of the damage could not be determined.